Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the ligator would not work. When it was replaced, it was noticed that "a string was wrapped around all the bands not allowing them to release." The procedure was completed using an alternate device. It was unknown what device was used to complete the procedure. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: a photo of the complaint device was provided by the customer and showed the bands were moved within the ligator cap.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found that the returned ligator housing had bands still attached to it and were also overlapped, which matches with findings per media analysis on the provided photo. The ligator housing teeth were bent, and the handle had evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that bands still attached to the ligator housing, the bands overlapped, and the ligator housing teeth were bent. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the two remaining bands could not be deployed due to this condition. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. It is most likely that once the band was tried to be released from the suture, the bent on the ligator housing teeth affected the band deployment. The same force used could have also made the bands get overlapped as seen on the product analysis, being unable to be used under this condition. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the ligator would not work. When it was replaced, it was noticed that "a string was wrapped around all the bands not allowing them to release." The procedure was completed using an alternate device. It was unknown what device was used to complete the procedure. There were no patient complications reported as a result of this event. Note: a photo of the complaint device was provided by the customer and showed the bands were moved within the ligator cap. Additional information received on july 15, 2024: the esophagogastroduodenoscopy (egd) procedure was completed with another speedband superview super 7 device.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h2 (additional information): block b5 and block h11 (block a2) have been updated based on the additional information received on july 15, 2024. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the ligator would not work. When it was replaced, it was noticed that "a string was wrapped around all the bands not allowing them to release." The procedure was completed using an alternate device. It was unknown what device was used to complete the procedure. There were no patient complications reported as a result of this event. Note: a photo of the complaint device was provided by the customer and showed the bands were moved within the ligator cap. Additional information received on july 15, 2024: the esophagogastroduodenoscopy (egd) procedure was completed with another speedband superview super 7 device.